Event description:
It was reported that when the surgical staff went to dock the system to the patient for a da vinci si benign hysterectomy procedure a staff member stepped on a blue fiber cable causing it to break. As a result, the decision was made to convert to traditional open surgical technique to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by an intuitive surgical field service engineer concluded that the system issue experienced by the customer was due to a broken blue fiber optic cable. The cable passes video, audio, and data during system operation. It was determined that the cable broke when a surgical staff member accidentally stepped on it during docking. The affected cable was removed and a replacement cable was provided to the hospital. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.